Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was not confirmed. The foreign material could not be identified. The customer provided to olympus the following information related to reprocessing of the device: the device was not cleaned, disinfected and sterilized before returning to olympus.the customer was unable to identify when the foreign material adhered to the scope.there was no delay in starting precleaning. The air/water nozzle was flushed with water and air. It is unknown if there were any abnormalities in the accessories used for reprocessing.it is unknown if the device air/water nozzle was wiped/brushed with clean lint-free cloths, brushes or sponges. The air/water nozzle was flushed with detergent solution. A review of the device history record found no deviations that could have caused or contributed to the foreign material on the device. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the root cause of the remaining foreign material could not be determined since it is unclear if the reprocessing was conducted in accordance with the instructions for use. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the inspection method for the event as follows: "preparation and inspection: inspection of the endoscope. Inspection of the endoscopic system¿ "[inspection of the endoscope]. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents." "Inspection of the objective lens cleaning function. Inspection of the water feeding function. 1 covering the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device. In addition to the findings reported in b5, the following nonreportable malfunctions were identified: the device leaked due to a scratch on switch button two, bending angle in up direction did not meet specification and the play of up/down knob was out of specification due to wear of angle wire, the adhesive on the bending section cover was cracked, the adhesive on the bending section was chipped due to chemical/physical stress, the bending section cover had a scratch due to the insertion tube being caught and pinched, and the distal end cover had a dent due to handling. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported to olympus that air/water was leaking from the top of the gastrointestinal videoscope switch key. There was no report of patient or user harm associated with the event. The device was returned and evaluated, and there were foreign objects in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.